Event description:
It was reported that an external fluid leak was observed from the ¿bottom of the filter¿ of a prismaflex tpe2000 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. Visual inspection of the actual sample showed no anomaly. Functional air leak testing was performed at two (2) bar pressure and a leak was observed at the level of the filter housing. The reported condition was verified. The cause of the condition was determined to be related to manufacturing due the defective welding seam in the dialyzer housing. A corrective action preventative action record was previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.